Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was presented to the operating room two hours after a system implant procedure. High, out of range pacing lead impedance was observed. The lv lead was reconnected to the device with good values. Provocation and shock tests were performed, and high pacing lead impedance was seen again. The system was explanted and replaced successfully with good values. Patient was stable post-procedure.

Manufacturer narrative:
Separation of the re cable, etfe damage consistent with explant, and a kinked lead was noted, consistent with the field observation of high lead impedance.